Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the device was missing a single pace every 1 hour and 30 seconds. The ventricular sensitivity was reprogrammed; however, the issue still seemed to occur. There was no electrogram that could confirm it but according to a monitor on the ward a heart rate of less than 40 beats per minute was logged every hour and 30 seconds. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.